Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 8 states, "patients should be warned of the impact of excessive loading that can result if the patient is involved in an occupation that includes substantial walking, running, lifting, or excessive muscle loading due to weight that place extreme demands on the knee and can result in device failure or dislocation." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-01657 / 01658).

Event description:
It was reported patient underwent partial knee arthroplasty (B)(6) 2013. A subsequent revision was performed (B)(6) 2013, due to dislocation. Partial implants were removed and replaced with total knee.